Event description:
The expiration of the patient after the patient was withdrawn from care was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of the device with patient outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is from IFU for the impella cp with smart assist system section: general patient care considerations, section: entering cardiac output, and section: potential adverse events (united states) which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ b5-added medical safety officer review. D4-updated model number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported an (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient developed a significant access site hematoma. Femstop was placed and heparin was held until groin was stable.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿